Event description:
It was reported that the patient presented to the hospital for a generator exchange procedure. During the procedure, it was noted that the header of the pulse generator had caused difficulties to disconnect the right ventricular (rv) and the right atrial) leads off the header. The rv and the ra leads were able to be removed from the header. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of could not remove the a- and v-leads from the header was confirmed. Analysis revealed there was blood accumulation in the connector port zones. The blood in these areas had a bonding effect between the inside of the connector port and the silicone lead body surfaces of the a- and v-leads. This prevented/made it difficult to remove the leads. The setscrews had no effect on lead removal since they were removed by the physician and the leads still could not be removed. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connectors at time of implant.